Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient's legal representative stated pelvic pain, dysuria, burning with urination, urgency, frequency and difficult urination, uti, vulvovaginitis, dyspareunia, bladder tenderness, nocturia, urge and stress incontinence, acute cystitis.